Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Concomitant medical products: primary tubing model, (B)(4) by bbraun.

Event description:
The customer reported that the patient noted a drop of carboplatin on the end of the closed male luer texium connector when the IV line was disconnected. It was reported that the set was in use for 15 min. When the leak was noticed. There was no report of patient/user harm.